Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited lower pacing percentage than expected. Additionally, there was some far-field oversensing observed. The thresholds and impedance measurements had increased and the r-waves had decreased. Upon further evaluation it was discovered that this lead had dislodged. The patient underwent a revision procedure and this lead was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.